Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found this case reports that the tip of an evac 70 coblator wand broke. Per e-mail communication it is unknown if the device broke within the patient and if the broken tip was retrieved. Based on the information provided no clinical factors were found which would have contributed to the reported events. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is worn with a part of the electrode eroded away. Product was out of the original packaging. No packaging returned. The opened device was tested and plugged into the controller and registered settings (7,3). The unit was tested and still produced plasma as expected. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a bilateral partial plasmapheresis of tonsils and plasmapheresis of adenoids surgery, the tip of an evac 70 coblator wand broke after 10-20 minutes of use. The surgery was resumed with a back-up device, after a non-significant delay. No further complications were reported.